Event description:
It was reported that bearing damage was observed while preparing for use. There was no patient involvement and no impact to the patient or staff. Additional information received that the bearings were detached during the evaluation.

Manufacturer narrative:
H3: product analysis: evaluation determined that the bearings were damaged is confirmed. The likely cause of failure is due to detached bearings. It was also noted that the front hole of tube found enlarged and washed and bearings and the tool guide were found to be corroded aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.